Manufacturer narrative:
The following is a closure report by the foreign reporter. Upon further investigation the right hand armrest was fractured and the left hand armrest was not able to be removed. The right hand armrest had fractured due to it being overstressed. Maintenance error. The machine should be checked regulary before use and broken parts replaced. New armrests have been supplies and fitted.

Event description:
Rh chair arm rest has sheared off, no injury to pt or staff.